Event description:
It was reported that the pump battery could not be charged. There was no reported adverse impact to the customer¿s blood glucose level. The customer resolved the issue by using different tandem charging supplies, which allowed the pump to turn on and begin charging.